Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), the device discharged 120 joules on its own. Complainant also indicated when using the device with pads the device displayed a "check pads" message and dumped energy three times. The clinician changed to external paddles and the device displayed a "poor pad contact" message. After the fourth attempt, the device delivered energy successfully. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2016-00367 for a similar event with a different patient and device reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed during review of the device activity log. The activity log indicated, while in monitor mode, the charge button was pressed twice to shock. The device prompted to select defib mode. The device was switched to defib mode, charge button pressed, and shock button pressed repeatedly, while the device was charging the defib capacitor. The device displayed a check pads/poor pad contact message. All indications suggest the device reacted appropriately. The device was put through extensive testing which included self-test and shocking into a simulator using test paddles and a test multi-function cable without duplicating the reported malfunction. It is important to mention the multi-function cable, electrode pads, and external paddles, that were used at the time of the reported event were not returned to zoll for evaluation at this time. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.